Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon mounted a titanium elastic nail (ten) to the inserter prior to inserting the nail into the medullary canal of the patient¿s bone. The nail was releasing from the inserter, so the surgeon tightened it. When attempting to introduce the nail into the patient¿s bone, however, it was discovered that the nail had bent. It would not release from the inserter. The instrument and nail were switched out for other parts. The procedure was prolonged by thirty (30) minutes. No additional information is available at this time. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Patient date of birth/age and weight are unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.